Event description:
It was reported that the asymptomatic patient presented in the ER after receiving atp and high voltage therapy during supraventricular tachycardia. The device was reprogrammed. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.